Event description:
Reporter indicated that patient had passed away prior to scheduled generator replacement surgery. The patient's device had reportedly not reached end of service and was functioning properly. Prophylactic generator replacement surgery was scheduled to avoid a lapse in vns therapy due to the length of time that the generator had been implanted. The date and cause of death are unknown at this time. Patient's physician was unwilling to download device programming history for reveiw. Attempts to obtain additional information have been unsuccessful to date.